Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. No unexpected numbers scrolling or failed battery test alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 281 mg/dl. The customer stated that she was inputting her carbohydrates into the device to give a bolus, and the numbers kept scrolling around. She noted that she had also replaced the battery multiple times and got a failed battery test. Once a battery worked, the button error alarm occurred. Advised discontinuation of the insulin pump. The customer also reported she had an infection in her hand that had been causing fluctuations in her blood glucose levels. Nothing further reported.